Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 83.0 cm from the proximal end. The friction lock pet was proximal to its initial position on the introducer sheath. The embolization coil was undamaged and intact with the pusher assembly distal detachment tip (ddt). The pusher assembly mid-joint was tested with a ring gauge (fx 7487) and was within specification. Conclusions: evaluation of the returned handle revealed and undamaged, functional device. The device was tested using a handle test fixture and performed within specification. The reported complaint could not be confirmed. Evaluation of the returned smart coil revealed a device capable of advancing through its introducer sheath and a demonstration microcatheter. The pusher assembly outer diameter (od) was tested and was within specification. The reported complaint was unable to be confirmed. Further evaluation revealed the introducer sheath friction lock shifted and the pusher assembly was kinked. The complaint did not mention these damages; therefore, they are likely incidental to the reported complaint. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-00714.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2019-00714.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, after placing a smart coil in the target vessel using a non-penumbra microcatheter, the physician discovered the slider on the handle was hard to push and would move back slowly prior to attempting to detach the smart coil. Therefore, the handle was not used in the procedure. The physician was able to successfully detach the same smart coil using a new handle. Next, while advancing a new smart coil, the physician experienced resistance and was unable to advance the coil at all within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a new smart coil with the same microcatheter. There was no report of an adverse effect to the patient.